Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: battery issue. The event involved product(s) mmt-1809. Troubleshooting was performed. Customer reported receiving replace battery alert/replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No further patient complications were reported. No product return is required for mmt-1809.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No blank display (turned off) noted. Pump received with flashing white display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing white display. Unable to test for unexpected battery power loss, low battery alert and replace battery now alarm due to flashing white display. Unable to download history files and traces using thus due to flashing white display. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had flashing white display. Using a test pcba 2 and the original pcba 1, the pump had flashing white display. Flashing white display was due to corroded electronic assembly. No damage noted on the lcd controller. Unable to perform the history review 1 week prior to the event date 04-aug-2024 in the pump history file or generate the power management graph due to flashing white display/download anomaly. Unable to perform the functional test due to flashing white display. Unable to confirm alleged high bgs. Blank display (turned off) not confirmed. Unexpected battery power loss unknown. Low battery alert (no current code) unknown. Replace battery now alarm unknown. Flashing white display was confirmed. Unable to download confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.